Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a "connecting tube failure." A new ipp pump was implanted. Additional information received states there was fluid loss due to a crack in the connector. The patient had difficulty inflating and deflating his device starting two weeks prior to the revision surgery. Following the surgery the patient was doing well.

Manufacturer narrative:
Investigation summary visual inspection of the standard inflate/deflate pump as well as window quick connectors (wqc) confirmed the reported allegation of fluid loss. A leak was identified in the kink resistant tubing (krt) of the pump due to wear and fatigue. The wqc performed within specification. Product analysis confirmed fluid leak as the probable cause of the event, as the leak from the krt could lead to difficulty inflating and deflating the device. Product analysis could not however confirm the allegation that the fluid loss was due to a crack in the connector. The product record review confirmed the reported events of fluid loss do not represent an unanticipated event. An investigation conclusion code of cause traced to component failure was chosen as the most probable cause, as problems were traced back to tubing fluid loss without any design or manufacturing issue. The product analysis results and event report provided no objective evidence that would warrant further escalation. This conclusion is supported by the following objective evidence: product analysis summary an allegation of fluid loss due to a crack in the connector was received. The standard inflate/deflate pump was visually inspected. The kink resistant tubing (krt) was worn to the filament and a leak was identified due to wear and fatigue. Three window quick connectors (wqc) returned and were within specification. Although device analysis was unable to confirm a cracked connector, analysis did identify a fluid loss in the krt. Product analysis therefore confirmed this leak to be the most probable cause of the reported events. DHR review/similar complaint review review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Potential emerging trends are captured as part of the post market signal evaluation and escalation process. Labeling review review of the labeling confirmed the reported adverse events of pain and scarring (fibrosis) are included in the product labeling. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. No further review is required risk review the ams 700 hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a "connecting tube failure." A new ipp pump was implanted. Additional information received states there was fluid loss due to a crack in the connector. The patient had difficulty inflating and deflating his device starting two weeks prior to the revision surgery. Following the surgery the patient was doing well.